Event description:
The customer observed false nonreactive architect hbsag results generated on the architect i2000sr processing module for one patient, which was inconsistent with the hbv dna result. The following data was provided (< 0.05 iu/ml is nonreactive, = 0.05 iu/ml is reactive): initial result = 0.02 iu/ml; repeat result = 0.00 iu/ml. Hbv dna result = positive. Other results provided: anti-hbe = positive; anti-hbc = positive there was no impact to patient management reported.

Manufacturer narrative:
Section h6 - adverse event problem: medical device problem code: this section was corrected from a090803 to a090810. This report is being filed on an international product, list number 06c36 that has a similar product distributed in the us, list number 04p53, with 510k/PMA/bla number p110029. The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot could not be performed as the likely cause lot is unknown. A review of tracking and trending for the likely cause list number 06c36 did not identify an increase in complaint activity. A review of the device history record did not identify any non-conformances or deviations the likely cause list number and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the architect hbsag reagent, lot number unknown.

Event description:
The customer observed false nonreactive architect hbsag results generated on the architect i2000sr processing module for one patient, which was inconsistent with the hbv dna result. The following data was provided (< 0.05 iu/ml is nonreactive, = 0.05 iu/ml is reactive): initial result = 0.02 iu/ml; repeat result = 0.00 iu/ml hbv dna result = positive. Other results provided: anti-hbe = positive; anti-hbc = positive there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 06c36 that has a similar product distributed in the us, list number 04p53, with 510k/PMA/bla number p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect hbsag results generated on the architect i2000sr processing module for one patient, which was inconsistent with the hbv dna result. The following data was provided (< 0.05 iu/ml is nonreactive, = 0.05 iu/ml is reactive): initial result = 0.02 iu/ml; repeat result = 0.00 iu/ml. Hbv dna result = positive. Other results provided: anti-hbe = positive; anti-hbc = positive there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot could not be performed as the likely cause lot is unknown. A review of tracking and trending for the likely cause list number 06c36 did not identify an increase in complaint activity. A review of the device history record did not identify any non-conformances or deviations the likely cause list number and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the architect hbsag reagent, lot number unknown.